Event description:
(B)(4) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2013, a 4.00 mm x 16 mm promus element plus stent was implanted in the saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2014, the patient presented due to angina and was hospitalized. Coronary angiography revealed svg to rca 95% stenosis in svg to r-pda. The 95% restenosis of promus element plus was treated with balloon angioplasty, with 0% residual stenosis. The event was considered resolved with residual effects. One day after the onset of the symptoms, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).